Manufacturer narrative:
The last calibration occurred on 15-aug-2021 and multiple calibrations occurred on this date. Two of the calibrations recovered higher than expected and the last calibration passed. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation time may have been shorter and the centrifugation speed may have been longer than recommended by the tube manufacturer. Upon review of the alarm trace, multiple abnormal sample aspiration alarms, sample short alarms, and system reagent short alarms were observed. The field service engineer found leaking probes. Valves were replaced. The patient samples were repeated on this analyzer and a second analyzer and results were within expected ranges. The customer ran controls and results were within expected ranges. No further issues have occurred after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The sample initially resulted in a hcg+beta value of 0.716 miu/ml, which was reported outside of the laboratory. The sample was repeated, resulting in a value of 140399 miu/ml. The repeat value was believed to be correct. The patient's result was confirmed by a qualitative test. The hcg+beta reagent lot number was 51653905, with an expiration date of 30-apr-2022.